Event description:
A report was received that the patient's lead incision site was not healing/closing properly. The patient underwent a debridement procedure on the incision site wherein the physician cleaned out the site. The patient was doing well postoperatively.